Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 8ch infinity dbs lead kit, 40cm, 1.5, b, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 6212658.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.